Event description:
Litigation alleges that patient has experienced pain and discomfort, which interferes with ability to perform activities of daily living. Additionally, patient has excessive levels of cobalt and chromium in the blood. Patient has not yet scheduled a revision surgery.

Manufacturer narrative:
No 510k number provided because this implant was part of an (B)(4) study. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.